Event description:
It was reported the unit does not pass self test, error code 1. No further information is available. No patient consequence reported.

Manufacturer narrative:
Evaluation summary: the complaint has been confirmed. Based on analysis results, this complaint is now determined to be a MDR malfunction. Generator consistently failed power on self test giving error code 1, fet bias failure. The generator's main pcb (printed circuit board) was replaced to correct the error code 1. After servicing the unit passed all electrical safety and qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.